Manufacturer narrative:
The device was returned for investigation: visual inspection was conducted and the array has a hole on it between both poles, in the face facing the handle, and the sheath is melted at the tip in both sides. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damage the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that after completing a novasure procedure on (B)(6) 2025, the array was noted to have a hole in the mesh. No impact to the patient was reported.